Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the pt's charger could not locate the ipg. He has not had stimulation for several months. The pt has not been able to charge successfully since (B)(6) 2011. He has not lost or gained weight but his ipg is shallow. The pt tried adding space to no avail. It is unk if his programmer communicates with the ipg. The pt was sent a new charger to help resolve the issue but was unsuccessful. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.